Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log. The blower needs to be replaced to resolve the issue, as well as other parts as required. No repairs were performed. The unit has been scrapped.